Event description:
The catheter looped in the right ventricle during insertion. Caval tapes were brought down and a right atriotomy was made to retrieve the area of the knot, which was untied. The catheter was then withdrawn back through the 9fr. Sheath, and the atriotomy was closed. The pt underwent the scheduled bypass surgery and was sent to ccu in good condition. No pt injuries were reported as a result of this event.